Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. A faulty surge supressor was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2800 system will not boot. No patient injury was reported.